Event description:
Tubing separation. The device was being used to infuse an unspecified amount of dilaudid for pain therapy during home care. The customer reported that the set was primed at the pharmacy with no problems. At some unspecified time during the infusion, the tubing separated at the junction between the cartridge and the distal tubing "below the blue foil". The patient called the home health nurse for assistance. The pump and tubing set were removed from clinical use. A replacement pump was available within 30 minutes. A new set was primed, and therapy was resumed. There were no reported adverse patient effects. Though requested, no additional information was available.